Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch.

Event description:
Medical records received. After review of medical records, the patient was revised to address a failed asr metal-on-metal hip with osteolysis in the proximal femur and acetabulum. Intraoperatively, dark black fluid extruded and there was florid black staining of the hip joint with florid synovitis, necrosis and osteolysis. It was indicated that there was osteolysis along the stem. Doi: (B)(6) 2006; dor: (B)(6) 2018 (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.